Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the loop was broken. There is an additional piece of suture within the loop that is partially broken. The most likely cause of the reported failure is use error.

Event description:
On 3/15/2022, it was reported by a sales representative via email that an ar-1588btb-2j tightrope® ii btb wire tag broke while trying to assemble it. This was discovered during a quad acl procedure on (B)(6) 2022. Another one was opened and case was completed without further issues.